Event description:
Customer's home health nurse reported meter results of 561 mg/dl and 163 mg/dl within 10 minutes on the advantage system. Nurse reported no customer symptoms and did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.